Event description:
Customer reported a communication loss between the panorama central station and ambulatory telepack, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included reloading software and reprogramming both the central station and telepack. System was tested to factory's specification. Communication was reestablished.